Event description:
Patient underwent posterior spinal fixation surgery at l4-s1 allegedly with a sei device. Reportedly the s1 screw fractured post-op. Index surgery and revision surgery were performed by two different doctors. It is unknown when the initial surgery occurred. Revision surgery was performed on (B)(6) 2024 and the construct was extended to l3- pelvis, abandoning s1.

Manufacturer narrative:
DHR review cannot be completed at this time as the product was not returned as it is retained by the patient and lot numbers were not provided. Since the device was not returned, the device could not be evaluated by spinal elements regulatory affairs. Additionally, no images of the device or event radiographs were provided for analysis. Complaint cannot be confirmed. There is no evidence of the subject devices being sold to this customer based on sales data history. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability , the degree of pseudarthrosis, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause or specific failure mode cannot be determined.